Event description:
It was reported to vasca, inc. In 2001 that a lifesite system patient was having their valves exchanged because of a perceived "leaking valve". The physician exchanged the valve with a new valve and the patient is currently using the lifesite system for dialysis and doing fine.